Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k011028/k013227. Fax number unknown / not provided. Peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing, or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed, and found remote and almost non-existent. Should additional information be received, which indicates that the device may have caused, or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants in tooth location # 3 and 1 were removed due to peri-implantitis, and inflammation.